Event description:
During sample evaluation by a baxter (B)(4) technician, it was discovered that a clearlink continu-flo set had tubing pulled out of the inlet port of the middle y-site. This occurred during priming. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. A sample was available for evaluation. Visual inspection showed that the tubing had pulled out of the inlet port of both the top and middle y-sites. There appeared to be an insufficient solvent bond on either tubing ends. The remaining solvent bonds were functionally pull tested with no failures noted. The reported condition was confirmed. The root cause is not identified. A batch review could not be completed as the lot number was not provided by the customer.